Manufacturer narrative:
Clinical investigation: there is no documentation in the complaint file to show a causal relationship between the patient¿s inguinal hernia with repair and pd catheter replacement and pd therapy with the liberty select cycler. Per the patient¿s pdrn, the hernia was pre-existing to the start of pd therapy in (B)(6) 2019. Additionally, there were no allegations of a device malfunction or deficiency causing the hernia. However, there is a temporal relationship between the pd therapy itself and exacerbation of the hernia which caused pain for the patient resulting in the elimination of her daytime exchange. The increased intra-abdominal pressure during pd therapy is a common complication in pd patients and is known to exacerbate hernias. Additionally, the patient¿s drain and flow complications were likely related to the scar tissue and difficulty the surgeon had in placing the pd catheter due to that scar tissue. There was no malfunction of the device related to the drain issue. Based on the available information the liberty select cycler can be excluded as the cause of the hernia, although the pd therapy itself with use of the cycler most likely contributed to the exacerbation of the patient¿s hernia. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an adjustment to their catheter and was experiencing flow related issues since then. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient underwent outpatient hernia repair surgery and pd catheter replacement surgery on (B)(6) 2020. The patient had been diagnosed with a very small inguinal hernia prior to the initiation of pd therapy in (B)(6) 2019. The hernia was not repaired at the time of pd therapy initiation. At the time of the hernia repair on (B)(6) 2020, the hernia was still small and did not require mesh placement. Additionally, the patient had abdominal scar tissue and placement of the pd catheter was challenging. Several months after initiation of pd therapy, the patient began experiencing pain during pd therapy from the hernia. The patient was initially scheduled to have hernia repair in (B)(6) 2019; however, there were health issues (unspecified) that delayed the procedure several times. Then the patient had another scheduled date canceled due to the covid-19 restrictions. The patient had a change in pd prescription (date not provided) due to exacerbation of the hernia with pd therapy. There was an elimination of a daytime exchange (volume not provided) as the pressure walking around with fluid in the abdomen was too much for the patient. The patient¿s doctor wanted only continuous cycling peritoneal dialysis (ccpd) treatments so the patient could lay flat and not put pressure on the hernia during treatment. The patient returned to home after the hernia repair.